Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced fluid migration in primary and secondary bags during therapy in the infusion center. Feraheme (iron infusion) was being infused in the secondary bag at a rate of 400ml per hour (programmed amount unknown). The nurse noticed that the feraheme was being infused to the patient through the spectrum pump, as it was supposed to, but that it was also starting to back up into the primary infusion bag. The nurse can visibly see that because the medication in the secondary bag is browned-color and can see a little of the medication backing up to the primary bag from the first site above the pump. The nurse kinked the primary tubing and taped it so that it would not back up and so it would continue to be infused to the patient. The nurse stated that the primary bag was hanging on the hanger provided in the secondary set and that the hanger was extended fully. The nurse stated that the secondary bag was hanging higher that the primary bag. The nurse did not notice any defects from the secondary and primary tubing and had discarded it after the infusion. The customer also stated that there was no patient injury, the patient received all the medication and that it appeared to be a problem with the set up of the pump. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.